Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), pelvic inflammatory disease ('pelvic inflammatory disease'), salpingitis ('infected tube / inflammation in the fallopian tube'), pelvic infection ('pelvic infection'), fallopian tube perforation ('essure rupture through a fallopian tube on the right hand side'), fallopian tube abscess ('fallopian tube that resulted in abscess / peritubular abscess') and pelvic abscess ('pelvic abscess') in a (B)(6) female patient who had essure (batch no. 92248dk) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included neosporin af. The patient's medical history included bowel motility disorder on (B)(6) 2011, pain, right lower quadrant pain (her right lower side that radiates to her back causing bad cramping), multigravida, parity 2, ovarian cyst, hematosalpinx, difficulty in walking, fever chills, shoulder pain, pain lower ribs, shortness of breath, lower gastrointestinal bleeding, abscess (peritubular abscess.), gas, right upper quadrant pain, muscle spasm, headache nos, epigastric pain, diarrhea, appendicitis (the inflammation in the fallopian tube issue and also slight distended gallbladder), pyelitis, nausea, sleep disorder, belly button infection, frustration, wound infection, acute cholecystitis, breast pain and shoulder pain. Urinalysis negative(. Concurrent conditions included bloated feeling (feeling bloated on right side with pain, throbbing sensation with training), blood in stool, peritonitis, appendicitis, peritoneal abscess, uterine bleeding and pelvic adhesions. Concomitant products included amoxicillin trihydrate;clavulanate potassium (augmentin bd), cefalexin (keflex), doxycycline, ferrous sulfate since (B)(6) 2011, fluconazole (diflucan), hydrocodone bitartrate;paracetamol (vicodin), hydrocodone;paracetamol (acetaminophen;hydrocodone) since (B)(6) 2011, ibuprofen, levofloxacin (levaquin), metronidazole benzoate (flagyl s), oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2011 to (B)(6) 2011, piperacillin sodium;tazobactam sodium (zosyn), sulfamethoxazole;trimethoprim (mortin) from (B)(6) 2011 to (B)(6) 2011 and temazepam (restoril). On an unknown date, the patient started neosporin af at an unspecified dose and frequency. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hot flush ("hormonal changes describe: hot flashes") and back pain ("back area pain") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), 1 month 1 day after insertion of essure. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), fallopian tube abscess (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: anxiety"), vaginal infection ("infection (bladder/urinary tract/ vaginal)type: vaginal"), urinary tract disorder ("bladder/ urinary problem") and bladder disorder ("bladder/ urinary problem"). The patient was treated with alprazolam, chlordiazepoxide and surgery (diagnostic laparoscopy with partial bilateral salpingectomy and removal of essure). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, back pain, urinary tract disorder and bladder disorder had resolved, the pelvic inflammatory disease, salpingitis, pelvic infection, fallopian tube perforation, fallopian tube abscess, pelvic abscess, dysmenorrhoea, dyspareunia, weight increased, hot flush and vaginal infection outcome was unknown and the anxiety had not resolved. The reporter considered anxiety, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube abscess, fallopian tube perforation, hot flush, menorrhagia, pelvic abscess, pelvic infection, pelvic inflammatory disease, pelvic pain, salpingitis, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discripancy noted in essure confirmation information.she did not undergo an essure confirmation test discrepancy noted in essure removal details: (B)(6) 2013 & (B)(6) 2013 on (B)(6) 2012: laparoscopic supracervical hysterectomy, right salpingo-oophorectomy with lysis of adhesions on (B)(6) 2012: plaintiff concerns that fever and chills could be due to retained essure device in the intra-abdominal space. Patient received treatment for pain, bleeding, bladder/ urinary problems diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Computerised tomogram - on (B)(6) 2011: bilateral essure devices with possible localized right hydrosalpinx or pyosalpinx.; on (B)(6) 2011: bilateral essure device placements are again noted, there is increasing fluid within the pelvis particularly within the cul-de-sac now which demonstrates peripheral enhancement. Findings could represent abscess formation in the proper clinical setting. 2. Mild amount of perihepatic free fluid identified which is of nonspecific etiology; underlying fitz-hugh-curtis type syndrome is certainly not excluded given the pelvic abnormality. 3. Fluid- attenuating structure within the right adnexal station appears decreased in size from prior exam which again could represent a fluid-filled fallopian tube consistent with a hydro- or pyosalpinx, dilation of this is difficult by CT. 4. Left ovarian cyst infected tube. On daily x 2 days.. Haemoglobin - on (B)(6) 2012: hemoglobin 12.2.. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2011: right and left fallopian tube, bilateral salpingectomy: - peritubular chronic inflammation and hemorrhage (shorter tube). - no significant pathologic change (longer tub. Ultrasound scan - on (B)(6) 2011: uterus- 8.6 x 4.5 cm/unable to obtain transverse measurement due to borders not clearly defined¿. ¿multiple echogenic fdci appearing in a double line transverse from uterine fundus to right adnexa and across the anterior portion of a homogeneous area that contains a cyst with lowlevel internal echoes 1.3 x 1.5 x 1.2 cm¿ ¿right ovary- visualized inferior to above mentioned right adnexal area with 2-3 simple cysts < 2 cm¿. Endometrium- 6.3 mm cervix- 3.0 cm left ovary- 3.0 x 2.1 x 1.7 cm/ single follicle < 2 cm. Ultrasound shows right essure coming from the uterus into the right adnexa. Surrounding the device is small amount of fluid.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic inflammatory disease. Salpngitis,pelvic infection, fallopian tube perforation, pelvic abscess, fallopian tube abscess quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: ppf received event " bladder/ urinary problem" was added. Outcome of events " pain, bleeding and bladder/ urinary problem" were updated as recovered. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), pelvic inflammatory disease ('pelvic inflammatory disease'), salpingitis ('infected tube / inflammation in the fallopian tube'), pelvic infection ('pelvic infection'), fallopian tube perforation ('essure rupture through a fallopian tube on the right hand side'), fallopian tube abscess ('fallopian tube that resulted in abscess / peritubular abscess') and pelvic abscess ('pelvic abscess') in a 35-year-old female patient who had essure (batch no. 92248dk) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included neosporin af. The patient's medical history included bowel motility disorder on (B)(6) 2011, pain, right lower quadrant pain (her right lower side that radiates to her back causing bad cramping), multigravida, parity 2, ovarian cyst, hematosalpinx, difficulty in walking, fever chills, shoulder pain, pain lower ribs, shortness of breath, lower gastrointestinal bleeding, abscess (peritubular abscess.), gas, right upper quadrant pain, muscle spasm, headache nos, epigastric pain, diarrhea, appendicitis (the inflammation in the fallopian tube issue and also slight distended gallbladder), pyelitis, nausea, sleep disorder, belly button infection, frustration, wound infection, acute cholecystitis, breast pain, shoulder pain, parametritis, pelvic cellulitis, chest pain and sepsis. Urinalysis negative(. Concurrent conditions included bloated feeling (feeling bloated on right side with pain, throbbing sensation with training), blood in stool, peritonitis, appendicitis, peritoneal abscess, uterine bleeding and pelvic adhesions. Concomitant products included amoxicillin trihydrate;clavulanate potassium (augmentin bd), cefalexin (keflex), doxycycline, ferrous sulfate since (B)(6) 2011, fluconazole (diflucan), hydrocodone bitartrate;paracetamol (vicodin), hydrocodone;paracetamol (acetaminophen;hydrocodone) since (B)(6) 2011, ibuprofen, levofloxacin (levaquin), metronidazole benzoate (flagyl s), oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2011 to (B)(6) 2011, piperacillin sodium;tazobactam sodium (zosyn), sulfamethoxazole;trimethoprim (mortin) from (B)(6) 2011 to (B)(6) 2011 and temazepam (restoril). On an unknown date, the patient started neosporin af at an unspecified dose and frequency. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hot flush ("hormonal changes describe: hot flashes") and back pain ("back area pain") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), 1 month 1 day after insertion of essure. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), fallopian tube abscess (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: anxiety"), vaginal infection ("infection (bladder/urinary tract/ vaginal)type: vaginal"), urinary tract disorder ("bladder/ urinary problem") and bladder disorder ("bladder/ urinary problem"). The patient was treated with alprazolam, chlordiazepoxide and surgery (diagnostic laparoscopy with partial bilateral salpingectomy and removal of essure). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, back pain, urinary tract disorder and bladder disorder had resolved, the pelvic inflammatory disease, salpingitis, pelvic infection, fallopian tube perforation, fallopian tube abscess, pelvic abscess, dysmenorrhoea, dyspareunia, weight increased, hot flush and vaginal infection outcome was unknown and the anxiety had not resolved. The reporter considered anxiety, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube abscess, fallopian tube perforation, hot flush, menorrhagia, pelvic abscess, pelvic infection, pelvic inflammatory disease, pelvic pain, salpingitis, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure confirmation information. She did not undergo an essure confirmation test discrepancy noted in essure removal details: (B)(6) 2013 & (B)(6) 2013. On (B)(6) 2012: laparoscopic supracervical hysterectomy, right salpingo-oophorectomy with lysis of adhesions on (B)(6) 2012: plaintiff concerns that fever and chills could be due to retained essure device in the intra-abdominal space. Patient received treatment for pain, bleeding, bladder/ urinary problems diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Computerised tomogram - on (B)(6) 2011: bilateral essure devices with possible localized right hydrosalpinx or pyosalpinx.; on (B)(6) 2011: bilateral essure device placements are again noted, there is increasing fluid within the pelvis particularly within the cul-de-sac now which demonstrates peripheral enhancement. Findings could represent abscess formation in the proper clinical setting. 2. Mild amount of perihepatic free fluid identified which is of nonspecific etiology; underlying fitz-hugh-curtis type syndrome is certainly not excluded given the pelvic abnormality. 3. Fluid- attenuating structure within the right adnexal station appears decreased in size from prior exam which again could represent a fluid-filled fallopian tube consistent with a hydro- or pyosalpinx, dilation of this is difficult by CT. 4. Left ovarian cyst infected tube. On daily x 2 days.. Haemoglobin - on (B)(6) 2012: hemoglobin 12.2.. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2011: right and left fallopian tube, bilateral salpingectomy: - peritubular chronic inflammation and hemorrhage (shorter tube). - no significant pathologic change (longer tub. Ultrasound scan - on (B)(6) 2011: uterus- 8.6 x 4.5 cm/unable to obtain transverse measurement due to borders not clearly defined¿. ¿multiple echogenic fdci appearing in a double line transverse from uterine fundus to right adnexa and across the anterior portion of a homogeneous area that contains a cyst with lowlevel internal echoes 1.3 x 1.5 x 1.2 cm¿ ¿right ovary- visualized inferior to above mentioned right adnexal area with 2-3 simple cysts < 2 cm¿. Endometrium- 6.3 mm cervix- 3.0 cm left ovary- 3.0 x 2.1 x 1.7 cm/ single follicle < 2 cm. Ultrasound shows right essure coming from the uterus into the right adnexa. Surrounding the device is small amount of fluid.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic inflammatory disease. Salpngitis,pelvic infection, fallopian tube perforation, pelvic abscess, fallopian tube abscess quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-apr-2021: mr received. Other relevant history added. Due to imrdf/FDA codes error fu marked signi. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), pelvic inflammatory disease ('pelvic inflammatory disease'), salpingitis ('infected tube / inflammation in the fallopian tube'), pelvic infection ('pelvic infection'), fallopian tube perforation ('essure rupture through a fallopian tube on the right hand side'), fallopian tube abscess ('fallopian tube that resulted in abscess / peritubular abscess') and pelvic abscess ('pelvic abscess') in a 35-year-old female patient who had essure (batch no. 92248dk-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included neosporin af. The patient's medical history included bowel motility disorder on (B)(6) 2011, pain, right lower quadrant pain (her right lower side that radiates to her back causing bad cramping), multigravida, parity 2, ovarian cyst, hematosalpinx, difficulty in walking, fever chills, shoulder pain, pain lower ribs, shortness of breath, lower gastrointestinal bleeding, abscess (peritubular abscess.), gas, right upper quadrant pain, muscle spasm, headache nos, epigastric pain, diarrhea, appendicitis (the inflammation in the fallopian tube issue and also slight distended gallbladder), pyelitis, nausea, sleep disorder, belly button infection, frustration, wound infection, acute cholecystitis, breast pain, shoulder pain, parametritis, pelvic cellulitis, chest pain and sepsis. Urinalysis negative(. Concurrent conditions included bloated feeling (feeling bloated on right side with pain, throbbing sensation with training), blood in stool, peritonitis, appendicitis, peritoneal abscess, uterine bleeding and pelvic adhesions. Concomitant products included amoxicillin trihydrate;clavulanate potassium (augmentin bd), cefalexin (keflex), doxycycline, ferrous sulfate since (B)(6) 2011, fluconazole (diflucan), hydrocodone bitartrate;paracetamol (vicodin), hydrocodone;paracetamol (acetaminophen;hydrocodone) since (B)(6) 2011, ibuprofen, levofloxacin (levaquin), metronidazole benzoate (flagyl s), oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2011 to (B)(6) 2011, piperacillin sodium;tazobactam sodium (zosyn), sulfamethoxazole;trimethoprim (mortin) from (B)(6) 2011 to (B)(6) 2011 and temazepam (restoril). On an unknown date, the patient started neosporin af at an unspecified dose and frequency. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hot flush ("hormonal changes describe: hot flashes") and back pain ("back area pain") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), 1 month 1 day after insertion of essure. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), fallopian tube abscess (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: anxiety"), vaginal infection ("infection (bladder/urinary tract/ vaginal)type: vaginal"), urinary tract disorder ("bladder/ urinary problem") and bladder disorder ("bladder/ urinary problem"). The patient was treated with alprazolam, chlordiazepoxide and surgery (diagnostic laparoscopy with partial bilateral salpingectomy and removal of essure). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, back pain, urinary tract disorder and bladder disorder had resolved, the pelvic inflammatory disease, salpingitis, pelvic infection, fallopian tube perforation, fallopian tube abscess, pelvic abscess, dysmenorrhoea, dyspareunia, weight increased, hot flush and vaginal infection outcome was unknown and the anxiety had not resolved. The reporter considered anxiety, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube abscess, fallopian tube perforation, hot flush, menorrhagia, pelvic abscess, pelvic infection, pelvic inflammatory disease, pelvic pain, salpingitis, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discripancy noted in essure confirmation information.she did not undergo an essure confirmation test discrepancy noted in essure removal details: (B)(6) 2013 & (B)(6) 2013 on (B)(6) 2012: laparoscopic supracervical hysterectomy, right salpingo-oophorectomy with lysis of adhesions on (B)(6) 2012: plaintiff concerns that fever and chills could be due to retained essure device in the intra-abdominal space. Patient received treatment for pain, bleeding, bladder/ urinary problems diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Computerised tomogram - on (B)(6) 2011: bilateral essure devices with possible localized right hydrosalpinx or pyosalpinx.; on (B)(6) 2011: bilateral essure device placements are again noted, there is increasing fluid within the pelvis particularly within the cul-de-sac now which demonstrates peripheral enhancement. Findings could represent abscess formation in the proper clinical setting. 2. Mild amount of perihepatic free fluid identified which is of nonspecific etiology; underlying fitz-hugh-curtis type syndrome is certainly not excluded given the pelvic abnormality. 3. Fluid- attenuating structure within the right adnexal station appears decreased in size from prior exam which again could represent a fluid-filled fallopian tube consistent with a hydro- or pyosalpinx, dilation of this is difficult by CT. 4. Left ovarian cyst infected tube. On daily x 2 days.. Haemoglobin - on 16-mar-2012: hemoglobin 12.2.. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2011: right and left fallopian tube, bilateral salpingectomy: - peritubular chronic inflammation and hemorrhage (shorter tube). - no significant pathologic change (longer tub. Ultrasound scan - on (B)(6) 2011: uterus- 8.6 x 4.5 cm/unable to obtain transverse measurement due to borders not clearly defined¿. ¿multiple echogenic fdci appearing in a double line transverse from uterine fundus to right adnexa and across the anterior portion of a homogeneous area that contains a cyst with lowlevel internal echoes 1.3 x 1.5 x 1.2 cm¿ ¿right ovary- visualized inferior to above mentioned right adnexal area with 2-3 simple cysts < 2 cm¿. Endometrium- 6.3 mm cervix- 3.0 cm left ovary- 3.0 x 2.1 x 1.7 cm/ single follicle < 2 cm. Ultrasound shows right essure coming from the uterus into the right adnexa. Surrounding the device is small amount of fluid.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic inflammatory disease. Salpngitis,pelvic infection, fallopian tube perforation, pelvic abscess, fallopian tube abscess lot number reported 92248dk is not valid quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: update of information (batch is not valid) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), pelvic inflammatory disease ('pelvic inflammatory disease'), salpingitis ('infected tube / inflammation in the fallopian tube'), pelvic infection ('pelvic infection'), fallopian tube perforation ('essure rupture through a fallopian tube on the right hand side'), fallopian tube abscess ('fallopian tube that resulted in abscess / peritubular abscess') and pelvic abscess ('pelvic abscess') in a (B)(6) year-old female patient who had essure (batch no. 92248dk) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included neosporin af. The patient's medical history included bowel motility disorder on (B)(6) 2011, pain, right lower quadrant pain (her right lower side that radiates to her back causing bad cramping), multigravida, parity 2, ovarian cyst, abdominal pain, difficulty in walking, fever chills, shoulder pain, pain lower ribs, shortness of breath, lower gastrointestinal bleeding, abscess (peritubular abscess.), gas, right upper quadrant pain, muscle spasm, headache nos, epigastric pain, diarrhea, appendicitis (the inflammation in the fallopian tube issue and also slight distended gallbladder), pyelitis, nausea, sleep disorder, belly button infection, frustration, wound infection, acute cholecystitis, breast pain and shoulder pain. Urinalysis negative. Concurrent conditions included bloated feeling (feeling bloated on right side with pain, throbbing sensation with training), blood in stool, peritonitis, appendicitis, peritoneal abscess, uterine bleeding and pelvic adhesions. Concomitant products included amoxicillin; clavulanic acid (augmentin bd), caffeine; chlordiazepoxide hydrochloride; cyanocobalamin; metamizole; pyridoxine hydrochloride; thiamine hydrochloride, cefalexin (keflex), doxycycline, ferrous sulfate since (B)(6) 2011, fluconazole (diflucan), hydrocodone bitartrate; paracetamol (vicodin), hydrocodone; paracetamol (acetaminophen; hydrocodone) since (B)(6) 2011, ibuprofen, levofloxacin (levaquin), metronidazole benzoate (flagyl s), oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2011 to (B)(6) 2011, piperacillin sodium; tazobactam sodium (zosyn), sulfamethoxazole; trimethoprim (mortin) from (B)(6) 2011 to (B)(6) 2011 and temazepam (restoril). On an unknown date, the patient started neosporin af at an unspecified dose and frequency. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hot flush ("hormonal changes describe: hot flashes") and back pain ("back area pain") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), 1 month 1 day after insertion of essure. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), fallopian tube abscess (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: anxiety") and vaginal infection ("infection (bladder/urinary tract/ vaginal)type: vaginal"). The patient was treated with alprazolam, chlordiazepoxide and surgery (diagnostic laparoscopy with partial bilateral salpingectomy and removal of essure). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain had resolved, the pelvic inflammatory disease, salpingitis, pelvic infection, fallopian tube perforation, fallopian tube abscess, pelvic abscess, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, weight increased, hot flush, vaginal infection and back pain outcome was unknown and the anxiety had not resolved. The reporter considered anxiety, back pain, dysmenorrhoea, dyspareunia, fallopian tube abscess, fallopian tube perforation, hot flush, menorrhagia, pelvic abscess, pelvic infection, pelvic inflammatory disease, pelvic pain, salpingitis, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure confirmation information. She did not undergo an essure confirmation test. Discrepancy noted in essure removal details: (B)(6) 2013. On (B)(6) 2012: laparoscopic supracervical hysterectomy, right salpingo-oophorectomy with lysis of adhesions on (B)(6) 2012: plaintiff concerns that fever and chills could be due to retained essure device in the intra-abdominal space. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Computerised tomogram - on (B)(6) 2011: bilateral essure devices with possible localized right hydrosalpinx or pyosalpinx.; on (B)(6) 2011: bilateral essure device placements are again noted, there is increasing fluid within the pelvis particularly within the cul-de-sac now which demonstrates peripheral enhancement. Findings could represent abscess formation in the proper clinical setting. Mild amount of perihepatic free fluid identified which is of nonspecific etiology; underlying fitz-hugh-curtis type syndrome is certainly not excluded given the pelvic abnormality. Fluid- attenuating structure within the right adnexal station appears decreased in size from prior exam which again could represent a fluid-filled fallopian tube consistent with a hydro- or pyosalpinx, dilation of this is difficult by CT. Left ovarian cyst infected tube. On daily x 2 days. Haemoglobin - on (B)(6) 2012: hemoglobin 12.2. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2011: right and left fallopian tube, bilateral salpingectomy: peritubular chronic inflammation and hemorrhage (shorter tube). No significant pathologic change (longer tub. Ultrasound scan - on (B)(6) 2011: uterus- 8.6 x 4.5 cm/unable to obtain transverse measurement due to borders not clearly defined¿. "Multiple echogenic fdci appearing in a double line transverse from uterine fundus to right adnexa and across the anterior portion of a homogeneous area that contains a cyst with lowlevel internal echoes 1.3 x 1.5 x 1.2 cm¿. "Right ovary- visualized inferior to above mentioned right adnexal area with 2-3 simple cysts < 2 cm¿. Endometrium- 6.3 mm; cervix- 3.0 cm; left ovary- 3.0 x 2.1 x 1.7 cm/ single follicle < 2 cm. Ultrasound shows right essure coming from the uterus into the right adnexa. Surrounding the device is small amount of fluid. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic inflammatory disease. Salpingitis, pelvic infection, fallopian tube perforation, pelvic abscess, fallopian tube abscess." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2019: plaintiff and medical record received. New reporter added. Patient demographic added. Lot number added, case category changed to incident, new events added pelvic inflammatory disease, pelvic infection, pelvic abscess, fallopian tube perforation, fallopian tube abscess, fallopian tube infection menorrhagia, vaginal hemorrhage. Dysmenorrhea, dyspareunia., anxiety, weight increased, hot flush, virginal infection, back pain added. Outcome for pelvic & back pain were updated to recovered resolved. Medical history and concomitant. "Wew" added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.